Event description:
It was reported that during an abdominal aortic aneurysm stent grafting treatment procedure, unspecified deflation difficulties were encountered with the equalizer 27/7/2/100 occlusion balloon. The equalizer balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported.